Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
General report rec'd of an unspecified number of undocumented incidents of leaks. The devices were being used to mix unspecified powder medications with unspecified volumes of solution. At unspecified times prior to pt use, the devices were connected between unspecified medication vials and unspecified solution containers for the mixing of medications and solutions. The customer contact reported unspecified volumes of solution leaked when the solutions were transferred between medication vials and solution containers. Though requested, no add'l info was provided, including if devices and medication containers were replaced and the mixing was resumed.